Event description:
I am a type 1 diabetic on the tandem tslim insulin pump since (B)(6) 2015. On (B)(6) 2018 I woke up and checked the time on my pump. It read 2:57pm and the date was listed at (B)(6) 2018. It was in fact 10:27 in the morning. The pump, in the middle of the night without my knowledge reset itself twice, a minute or two apart. This was an issue because I take different levels of insulin depending on the time of day, so I was then not getting the correct dose from around 3 am until I woke up at 10:30am and saw there was an issue. I called the company and they said yes it should be replaced but they said that it still should work and it did seem to be working. They replaced the pump for me, with the newer x2 model. Although the one they sent me could not have the software updated like current models of the x2, I'm assuming because it was a replacement and not bought/used insurance for. I switched to the new pump on (B)(6) at around 8pm at night. The new pump kept giving me the "change cartridge alert/13" and would not accept a new filled cartridge. I tried 3 different cartridges and loaded them all the same, as I had done since (B)(6) 2015. I called back the same night and they agreed they sent me a faulty pump and would send me a new one. I went back on the 1st pump. I had noticed that I had been waking up with my blood sugars a little higher but was chalking it up to " a day in the life of a diabetic" you just never know what is affecting your sugars, they would come down when I gave a bolus of insulin from the pump. On (B)(6) 2018 I was expecting my new pump to arrive before noon. I woke up after not being able to sleep and checked my sugar at 6am-normal wake up time is 7am- my sugar on my glucose meter read "hi" which means over 600. Sometimes I do run high but never like that. I had trace keynotes even hours later. I felt so sick and realized that there was no way my sugar could be over 600 if my basal level was working. It could not have been working like the pump said it was. I was able to take insulin injections and get my sugar down to normal levels, but lost almost my whole day because I just felt so sick and drained. I called and complained that my basal level was not working in the 1st pump, so that it could be documented with them. They didn¿t seem to believe me. I got my new pump and was able to get it all situated around 1pm on (B)(6) 2018. My blood sugars went back to normal. Waking up at 108 even this morning. Tonight I ran out of insulin in my pump and it needed to be changed anyway. I went through my normal routine, and once again I got the "change cartridge alert 1/3". I once again tried several different cartridges, all giving me the same outcome. I placed a call to tandem customer service at 9:27. I did not receive a call back until 11 o'clock. They are sending me yet another pump by wednesday (B)(6). Now I am on long acting insulin and humalog fast acting injections which does not give me the same quality of life for 2-3 days until I can get back on the pump. This is a real issue because my life is on the line. The quality of my life is messed up for a couple days. Having blood sugars that bounce all around is taxing on your body. Usually even switching to this regime long term takes a couple days to figure out the dosages correctly. Now just as I'm figuring that out hopefully my new pump will be here and it will work. Not only do I not feel comfortable on this current regiment of insulin injections but I will be looking into a new pump company because I don¿t feel as I can trust these newer pumps they have. For two pumps of the same model to have the same problem, seems very disheartening and it really should be looked into on a deeper level. (Previous 2 pumps have been sent back to tandem as of (B)(6) 2018).